Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported complaint of teflon jaw coming loose was confirmed. This phenomenon could be attributed to the user keeping the teflon jaw closed for a long time during activation without proper grasping of this tissue.

Event description:
It was reported that during an unspecified procedure, the teflon jaw on the grasping section was found loose. There was no pt injury reported. No additional info was provided.